Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 520 mg/dl. The mother stated that the customer was vomiting prior to the event, and had been given manual injections. The mother also reported a button error alarm prior to the event. Troubleshooting was performed, and the mother stated that no buttons were pressed for more than three minutes. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump had a missing end cap sticker, a scratched lcd window, and cracked battery tube threads.